Event description:
It was reported spark aligners messed up patient's teeth, jaw and caused tinnitus. It is considered serious injury because tinnitus is a several condition that causes people to hear noises no one else hears. Patient seek medical attention with a oral surgeon and was diagnosis with dislocated jaw. Patient is not fully recovered and may need surgery.